Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead exhibited high coil impedance. It was noted that the coil of the lead was fractured. The lead was subsequently explanted and replaced. It was also indicated that the implantable cardioverter defibrillator (ICD) failed the defibrillation threshold test and subsequently was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.